Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). The insulin pump successfully downloaded traces and history files using thump. The device passed the displacement test and self test. No unexpected pump error 15 or pump error 27 alarms noted during testing. No pump error 27 alarms noted in the insulin pump history/trace files, however pump error 15 (file number = 38; line number = 442) found in insulin pump history/trace files on (B)(6) 2022 at 7:38pm. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. P-cap / reservoir locks properly into place. The following were noted during visual inspection: minor scratches on case, pillowing keypad overlay, cracked keypad overlay, broken belt clip rails, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side. Cosmetic damage was confirmed where broken belt clip rails, cracked case near the corner of belt clip rails, cracked battery tube threads, and cracked case on the battery tube side was noted. Pump error 27 not confirmed during testing or in the insulin pump history/trace files. Pump error 15 (file number = 38; line number = 442) confirmed in the insulin pump history/trace files 04/07/2022 at 7:38pm due to possible hardware anomaly as per global logic analysis (esf #3764385). Problem isolated to the electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.